Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7114665/7119558.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of mild fever and body aches. The physician believed that the infection was not device or procedure related and cause was unknown. The patient underwent an explant procedure and was placed on antibiotics. The explanted device components will not be returned per facility policy.